Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A 24 khz short hand piece that was being used during a procedure was heating up to an excessive temp and the power was not consistent. Add'l info has been requested.